Manufacturer narrative:
The service engineer (se) reported that the device screen was not calibrated. After recalibrating the screen and performing a full preventative maintenance. The issue was not duplicated.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was frozen and would not let the user see the alarm limits. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.